Event description:
According to the reporter: during hemorrhoidectomy, anvil could not be tilted after firing. The device anvil was placed after taking the persting and when the stapler is getting engaged to the anvil the stapler pins fell into the patients tissue/cavity, no information if the staple pins were retrieved. Through ligation using an energy source device is used to resolved the issue and complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.